Manufacturer narrative:
Balt USA reference: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed only the implant coil and microcatheter were included with the device return; we observed the delivery pusher and introducer sheath was not including with the return; we observed multiple major kinks and minor stretching along the implant coil; we noted the associated microcatheter was included in the device return; we observed the returned microcatheter was able to be flushed; we noted that an in-house coil system was able to advance out of the returned microcatheter using the in-house introducer sheath without issue. Root cause of the reported issue endured by the coil system cannot definitively be determined due to the incomplete device return. Upon return of the device, we noted only the implant coil and microcatheter were returned for analysis without the associated delivery pusher and introducer sheath. In addition, we noted that an in-house coil system was able to advance out of the returned microcatheter through an in-house introducer sheath without issue. Without the return of the delivery pusher used during the event, further analysis of the internal sr thread could not be performed. Although an in-house coil system was able to deploy from the returned microcatheter without issue, if the microcatheter were to have become temporarily ovalized during the procedure this could have contributed to the coil system encountering excessive friction, ultimately resulting in the premature detachment. Furthermore, although the exact timing of when the implant coil became damaged is unknown, if it were to have become partially damaged during the introduction of advancement through the microcatheter, this could have caused excessive friction through the catheter and ultimately lead to the observed premature detachment. Review of the manufacturing records indicate that the unit passed final inspection of the coil system, which indicates that coil system was free from damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250400667 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "largage du coil (ref : opti0517cst10 et de lot : f250400667) prématuré avec un stretching uniquement lors du retrait du coil. La partie distale du coil est située dans l'anévrisme et la partie proximale dans la carotide interne gauche. Récupération du coil défectueux au lasso amplatz goose neck 4mm puis implantation d'un autre coil de référence: opti0724cst10 et de lot: f250300776. Translation: premature coil release (ref: opti0517cst10 and lot: f250400667) with stretching only during coil removal. The distal end of the coil is located in the aneurysm and the proximal end in the left internal carotid artery. Retrieval of the defective coil using a 4mm amplatz goose neck lasso followed by implantation of another coil, reference: opti0724cst10 and lot: f250300776."

Event description:
It was reported that: "largage du coil (ref : opti0517cst10 et de lot : f250400667) prématuré avec un stretching uniquement lors du retrait du coil. La partie distale du coil est située dans l'anévrisme et la partie proximale dans la carotide interne gauche. Récupération du coil défectueux au lasso amplatz goose neck 4mm puis implantation d'un autre coil de référence: opti0724cst10 et de lot: f250300776. Translation: premature coil release (ref: opti0517cst10 and lot: f250400667) with stretching only during coil removal. The distal end of the coil is located in the aneurysm and the proximal end in the left internal carotid artery. Retrieval of the defective coil using a 4mm amplatz goose neck lasso followed by implantation of another coil, reference: opti0724cst10 and lot: f250300776."

Manufacturer narrative:
Balt USA reference: #(B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.